Event description:
It was reported that the surgeon had a lot of difficulty with the hh-jj inlay, the snap fit was not fitting. Also after he cut the fit away.

Manufacturer narrative:
The manufacturer did not receive the devices, x-rays, or other source documents for review. The device history of the lot number received for the device was reviewed and found to be conforming. The cause for this event cannot be ascertained from the information provided. There is no indication for a product failure. However, according to the provided information the current situation reflects an off label use as the design was changed by the surgeon. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4). Considers this case as closed. (B)(4).